Event description:
It was reported that the customer went into diabetes ketoacidosis and the insulin pump did malfunction. The nurse stated that the customer was in the emergency room with high blood glucose over 600mg/dl. The caller stated that the customer was drinking a lot of water, urinating, and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the nurse to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.